Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with compression fracture and underwent balloon kyphoplasty. During the surgery, the balloon did not inflate. The balloon was inserted in the cannula and it ruptured during inflation. There was no hole in the balloon prior to rupture and the balloon ruptured immediately after inflation. The contrast media was leaked. The patient was not allergic to the contrast medium. The product came in contact with the patient. There were no patient complications as a result of event. There was no delay in procedure time as a result of event.